Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned; however, the customer provided two photos for analysis. The complaint of an unraveled guide wire was not able to be confirmed by the photo. The guide wire was not pictured in either of the photos. The images did reveal the needle cannula separated from the needle hub. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The customer report of an unraveled guide wire was not confirmed by visual inspection of the customer supplied photos. The guidewire was not pictured in either of the provided photos. Full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "could not advance catheter. It did not move, felt stuck to the whole device. Pulled everything out. Needle was disengaged and sheared. She successfully replaced with a quickflash." No patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "could not advance catheter. It did not move, felt stuck to the whole device. Pulled everything out. Needle was disengaged and sheared. She successfully replaced with a quickflash." No patient harm or injury. The patient's current condition is reported as "fine".